Event description:
In 2002 two ionic systems were implanted in a patient for an l3-s1 procedure which also included components from the omega-21 system. X-rays taken at a subsequent follow-up visit (approximately one year later) noted the system at the l3-l4 space had broken. It should be noted the patient had fallen prior to arriving for the follow-up visit.